Event description:
Hcp reported that the pt had fallen and damaged the catheter. Upon an elective replacement of the pump it was noticed that the distal end of the catheter had broken off at the spinal entry site". The physician was unable to "fish it out". The distal end of the catheter remains implanted in the intrathecal space. A new catheter was implanted. The pt is reported to be doing fine and has had no problems following the surgery.